Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. During visual inspection of the device, it was noticed the left plunger case was loose. During the power up process and check and test force sensor testing, force sensor test error was found at power up process and the device failed force sensor reading. The root cause of the reported issue was found to be that there was a broken screw-boss on left plunger case. Replaced left plunger case. Performed force sensor calibration and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a force sensor. No patient injury was reported.